Event description:
A customer tested a patient sample with toxoplasma igg (toxo g) lot 276 on 2 atellica im instruments (irh007921947 and irh002231848) on the same day and positive (reactive) results were obtained. These results were considered discordant compared to the patient's historical negative results. The customer sent the patient's current and previously frozen historical samples to a partner laboratory where they were tested using 2 alternate methods. Negative results were obtained on both alternate methods. The false positive results were not reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant toxo g results.

Manufacturer narrative:
An outside of the united states (ous) customer observed false positive (reactive) toxoplasma igg (toxo g) results with lot 276 for one patient sample compared to the patient's historically negative (non-reactive) results. Quality control and calibrations were acceptable at the time discordant results were obtained. The instructions for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens healthcare diagnostics is investigating. MDR 1219913-2022-00106 was filed for the same patient.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2022-00107 initial report on 2022-04-21. Additional information - 2022-05-20 siemens concluded the investigation for an outside of the united states (ous) customer observation of false positive (reactive) toxoplasma igg (toxo g) results with lot 276. The sample was from a 35-year-old pregnant patient, and it was tested on 2 atellica im systems on the same day with the same lot 276; both results were reactive. Previous results from this patient were non-reactive. The current sample and historical sample were tested on alternate methods and results were non-reactive. Siemens reviewed the customer's calibrations and quality control (qc) data and those were within ranges and comparable with release data. The samples were not available to be sent in for further evaluation and the samples were not tested with a heterophilic blocking tubes (hbt). Siemens reviewed field patient data and atellica im toxo g lot 276 is comparable with previous lots. The calculated specificity for this customer for atellica im lot 276 was 99.7%. Per the atellica im toxo g instructions for use (IFU) 10995430 en rev. 02, 2019-08, the initial relative specificity results from the 3 studies in the IFU range from 97.7% to 99.8%. Based on the available information atellica im toxo g lot 276 is performing as intended and a product performance issue has not been identified. Customer is operational. No further action is required. In section h6, investigation finding and investigation conclusion codes were updated based on the investigation results. MDR 1219913-2022-00106 supplemental 1 report was filed for the same patient.